Event description:
It was reported by the rep that the (2) al326 were used during a laparoscopic cholecystectomy procedure. It was reported that the devices would not feed the clips. The case was completed with a third device and there was no consequence to the pt.